Event description:
Pt had spine sx and exofin was used. Post op appt note from md notes that exofin was not adhered as it should have and pt had a rash, pt was then diagnosed with surgical site infection. The following week and required surgical intervention.